Event description:
It was reported that the pt experienced erosion and was admitted with the "pump exposed". The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.